Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).

Event description:
It was reported the patient seemed to be going through withdrawal. On (B)(6) 2013 the pump was refilled and the drug concentration changed with a bridge bolus programmed at the same dose per day; the bolus duration was 42 hours. On the morning of the report the patient began to experience symptoms of nausea and return of spasticity. During the pump refill on (B)(6) 2013, a volume discrepancy was found where the actual reservoir volume was 17 ml and the expected reservoir volume was 14.4 ml. During the refill it was noted the hcp did have a little trouble finding the septum. The hcp usually used lidocaine when accessing the septum and a little bit of blood was aspirated, but nothing abnormal was reported to have occurred that would have cause the patient to experience the withdrawal symptoms. It was also indicated that the event logs were normal and the programming was also correct. The patient was given oral baclofen. The pump was used to deliver lioresal. Additional information received reported the hcp interrogated the pump on (B)(6) 2013. It was confirmed that the pump was functioning normally. The patient remained on the same dose of oral baclofen until (B)(6) 2013. The patient's spasticity had decreased, but nausea was still present. The hcp "halved" the oral baclofen and monitored the patient. On (B)(6) 2013 patient was off oral baclofen and reported "feeling great.''